Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k962106.

Event description:
It was reported that the implant body could not be removed from the fixture mount. An other implant was used to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl twist mp-1 5.0 mm 8 mm (1993) was returned for investigation with a mount engaged to the implant. Visual inspection of the returned product identified minor wear about the implant threads and the engagement features. Functional testing was performed for the returned product and it was determined the mount could be easily removed with tsvkit hand tools. The reported product was located on tooth # 31 and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported patient that the implant body cannot be removed from the fixture mount, another implant was placed. The reported complaint is unconfirmed based on functional testing of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.